Event description:
The customer reported the avalon fm30 fetal monitor displays a speaker malfunction inop error message during the start up of the device and does not emit audible sound. The device was not in use on a patient at the time of the event, there was no patient involvement.

Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer and determined that, apart from a speaker assembly, a main board might need to required as well for the replacement. The customer ordered a replacement speaker and main board to resolve the issue. The customer has assumed the repair responsibility. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).